Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely when the user was performing high-frequency cauterization they came in contact with mucosa and did not push an endo therapy accessory out to the visible position of the green marking in the sheath of the accessory and electrified without contacting electrode of an endo therapy accessory with mucosa. As a result, the distal end was burnt. However, a definitive root cause could not be determined. 1. IFU provides the following warnings for use of high-frequency cauterization. Operation manual chapter 4.3 "using endo therapy accessories" "always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur". 2. IFU provides the following warnings for use of laser cauterization. "To avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image". -3. IFU provides the following warnings for use of apc. "Make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end (see figure 4.9). The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly, and the endoscope may be damaged. Using a damaged endoscope may cause patient injury". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope had black shadows appear on the screen. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the distal end plastic cover was lightly burned, and the inside of the channel opening was also burned. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found objective lens was stained and the glue around the lens was peeling, it was dark around the image, there was a stain around the lens that was able to be removed, failed the fog test and the bending section failed the over limit electrical test . The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.